Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, agreed to place pump in storage mode, and was instructed to return pump using prepaid label.